Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion, per procedure paperwork, and replaced with another boston scientific device. There were no adverse patient effects reported as a result of this observation. The explanted device was returned for analysis.